Manufacturer narrative:
A possible root cause was determined. The wash block (wash station) was severely cracked; resulting in contamination of the reagent vials on board the instrument. Repairs and replacement of the appropriate components have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported, that the probe on the ortho provue analyzer dripped fluid into reagent vials, resulting in contamination and hemolysis during type and screen testing. The user noticed the issue, aborted testing and discarded the reagents on board the instrument. Information was not provided regarding results of patient testing or possible result codes intended to prevent erroneous results from being reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.